Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a percutaneous transluminal angioplasty treatment procedure, the device was unable to cross the lesion. Vascular access was obtained via the radial artery. The 70% stenosed, 30mm in length, de novo target lesion was located in the severely tortuous and mildly calcified, 4.3mm in diameter left anterior descending artery. The lesion was pre-dilated resulting in 80% residual stenosis. This 32 x 4.50mm taxus liberté stent delivery system was selected; however the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However; returned device analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination of the returned complaint device revealed that the device was returned without the stent attached and the stent was damage the balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped. The struts were bunched and misaligned at the proximal side and also the middle of the stent was flattened. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to anatomical and/or procedural factors encountered during the procedure. (B)(4).